Manufacturer narrative:
The referenced report of a previous driveline infection and treatment from (B)(6) 2015 is covered under MFR report #2916596-2015-02160. Approximate age of device ¿ 1 year, 9 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the pump and the reported event could not be determined; however, the instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was previously reported that on (B)(6) 2015, the patient was admitted due to a pseudomonas driveline infection and discharged on (B)(6) 2015. On (B)(6) 2015, an abscess proximal to the driveline exit site was removed. On an unspecified date in (B)(6) 2016, a driveline flap surgery was performed. The patient was discharged on IV antibiotic therapy. No further information was provided.